Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient experienced high temperature, a fall and is now concerned the fall may have caused damage to the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.